Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise. Auto mode switch episodes were also noted. Patient was asymptomatic. Noise was reproducible with pocket manipulation. The lead was successfully capped and replaced on (B)(6) 2016. Patient was doing well and will continue to be monitored with routine follow-up.